Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The skin flap surgery to cover the wound occurred on (B)(6) 2019. The recipient continues to wear the device and is doing well. This is the final report.

Event description:
The recipient reportedly experienced a small hole near the implant site and an infection. The recipient ceased device. The recipient was prescribed bactrim for 14 days. The recipient's infection resolved. The recipient resumed device use. Revision surgery will be scheduled to close the wound.

Manufacturer narrative:
The recipient reportedly underwent skin flap surgery to cover the wound. The surgery went well.